Manufacturer narrative:
(B)(4). The device evaluation was completed to investigate the reported issue. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Clear passage testing passed successfully with no leaks noted. Functional testing simulating use of the device was performed with a leak observed between the tubing and luer lock assembly. Underwater pressure testing noted a leak from the same location. Therefore, the reported condition was verified through evaluation. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link needlefree catheter extension set would not prime. This occurred during priming of normal saline. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Correction/additional information: upon follow-up, the customer clarified that the set was leaking rather than the original reported condition of unable to prime. This occurred during infusion. The reporter stated that the set separated at the solvent bond between the tubing and luer lock collar. (B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.